Event description:
It was reported that a patient underwent an unknown spinal procedure. During the procedure, it was reported that the tip of the driver broke during tightening of the set screw. No further details are known at this time.

Manufacturer narrative:
(B)(4). Hospital. The device has been returned to the manufacturer for evaluation. Analysis results are not available at the time of this report. A follow-up report will be sent when the analysis is complete.

Manufacturer narrative:
Analysis of the returned device shows that the instrument torque mechanism functionally evaluated; torque readings were taken and determined avg torque reading to be approx 89 in/lbs., which above print specification. Twenty two individual torque readings were above print specification, with the individual readings ranging from 83.6 to 94.2 in/lbs ((B)(4)). Visually confirmed driver shaft broken; crack appears to have initiated near stress relief fillet. Microscopic examination of fracture revealed quasi-brittle fracture with fracture surface chevrons providing some evidence of overload as the mechanism of ultimate failure. The perimeter fracture surface morphology and the age of the product are consistent with anticipated wear. The above observations are consistent with anticipated wear of the instrument.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.